Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient reported a loss of therapy after doing yardwork, and cutting down a tree. Upon checking the device impedances in the left lead were found to be out of range. No reprogramming was able to correct the stimulation. The patient was not receiving stimulation in the correct area and felt no stimulation on the left side. The patient and healthcare provider (hcp) are discussing replacing the leads. It was noted that surgery was planned, but not scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient was to discuss potential actions (including a revision) with their doctor and schedule as appropriate so the issue was not resolved at this time.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a friend/family member. It was reported that the patient's system was replaced because the leads moved and broke. It hadn't worked at all and no connection could be made. The caller noted that the revision occurred in the middle of november but patient registration shows that it occurred in the middle of october. No further complications reported.